Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) advanced failure analysis team re-evaluated the reported 8mm prograsp forceps instrument. The initial findings were confirmed. There were no broken or damaged cables. The grip tang on the instrument was observed to be bent and damaged. The instrument was tested with an in-house cannula and was inserted without issue or increased friction. As the instrument was removed, the instrument grip tang became stuck on the opening of the cannula, further bending the grip tang and increasing removal resistance. It was possible that the grip tang became slightly bent and damaged at some point during use. Based on the customer reported information in association with failure analysis findings and results from replication testing, the potential root causes of the observed failure mode of bent grip tang may be attributed to: 1.driving of the grip tips with full insertion axis force against a rigid object may cause the entire grip set to twist and the tang to be forced into the force amp pulley bending it. 2.forcing the instrument removal through the cannula may cause the grip tang to get caught by the circumference of the cannula, causing the grip tang to become bent. Annex d was updated based on the additional investigations conducted on reported instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have deformity behind the grip tips on the so-called grip tang. The grip tang was found to be bent. Intuitive surgical inc., (isi) followed-up with initial reporter and obtained following additional information : customer was unable to confirm if mechanical damage was observed on reported 8mm prograsp forceps instrument. Customer did not observe any bent metal structure near the pulley when instrument was being used. Customer did not remember if there were any issues with tool bending. Customer did not encounter any problems while removing the instrument. The reported instrument was neither dropped nor did it collide against another object while being used. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.